Manufacturer narrative:
The thermogard xp ivtm system (sn (B)(4)) was evaluated at the customer site. The customer reported issue of thermogard exhibited mid: 09 (air trap assembly) error message was confirmed during the event log review and functional testing. The root cause was determined to be a faulty air trap block assembly due to the overflow of fluid into the air trap chamber, as indicated by the presence of saline on the air trap sensor block, possibly caused by user mishandling. During the visual inspection, no physical damages to the console were observed. The thermogard xp ivtm system failed functional testing due to mid:09 (air trap assembly) error message displayed upon powering on. Event log data was downloaded and noted mid: 09 (air trap assembly) error message around the reported event date, thus confirming the reported issue. The air trap sensor block was replaced to address the mid:09 (air trap assembly) error message. Following the repair, the thermogard console passed all the testing with no issue or faults observed. All tests and readings are within the specified limits and functioned as intended. Historical complaints were reviewed for service information related to the reported complaint and there was one similar complaint reported for the thermogard console with serial number (B)(4), reported on oct 10, 2017. The air trap block was replaced to address the issue.

Event description:
During the console setup for the treatment, the thermogard console (sn (B)(4)) displayed mid:09 (air trap assembly) error message. Another thermogard console was used to initiate the treatment. No consequences or impact to patient.